Manufacturer narrative:
The involved device has not been returned for evaluation. Therefore, the investigation was conducted based on a review of information provided by the user facility, retained samples and manufacturing quality records. Inspection and testing of retained samples from the reported lot confirmed that there were no defects or anomalies and product performance specifications were met. A review of the device history record and shipping record confirmed there was no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause of the reported event cannot be definitively determined, there is no indication that there was any relation to a defect or malfunction of the device. All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).

Manufacturer narrative:
The involved device was returned to the manufacturing facility in (B)(4). Visual inspection of the returned device found that the urethane coat was noted to have been peeled and rolled back in the distal direction over the wire. The proximal end of the urethane coat had been shifted from its original position to the distal extremity of the device. A bulge was noted at approx. 137mm from the distal end of the device. This bulge may be the original distal end of the guide wire shaft. The roll-back of the urethane coat started at approx. 204mm from the distal end of the device. Evidence of the urethane coat having been fixed on the shaft was found on the shaft at approx. 386mm from the distal end of the device. Magnifying inspection of the proximal end of the urethane coat found that the edge was thinner than other portion. The portion of the urethane coat rolled back over the wire was found to be adhering to the urethane coat under the rolled portion so tight that it was very difficult to get it back to the original position. The outside diameter of the urethane coated segment was, therefore, unable to be determined. The urethane coat was removed intentionally to check the adhesion level of the urethane coat to the core wire. There were not any anomalies, including a peeling or lifting of the layer. Based on the reproductive test results, it is assumable that the proximal end of the urethane coat of the actual sample got damaged by having been exposed to some abrading force and deteriorated in the adhesive strength of the urethane coat to the core wire. Subsequently, when the actual sample was withdrawn from the competitor's catheter, the urethane coat was peeled at the proximal edge and rolled back over the guide wire in the distal direction. A review of the device history record and shipping inspection record indicated that there were no production related problems from this lot number. A review of the complaint files confirmed that this lot has not been reported previously. There is no evidence that this event was related to a device defect or malfunction. Although the cause of the reported event cannot be definitively determined based upon the available information, the event description is consistent with the actual sample being subjected to an external force which exceeded the strength limit of this product at the proximal end of the urethane coat and the urethane coat was peeled back over the shaft in the distal direction. The peeled urethane coat adhered to the lumen of the involved competitor's catheter, resulting in the reported difficulty in removing the actual sample from the competitor's catheter. The device labeling does address the potential for such an event with statements in the warnings / precautions section of the instructions-for-use that inappropriate manipulation of the glidewire under certain conditions may result in "shearing of the glidewire advantage, destruction and/or separation of the outer polyurethane coating requiring retrieval." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up.

Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 9681834-2014-00177 to provide additional information regarding evaluation of the returned sample.

Event description:
This report is being submitted as follow-up #2 for mfg. Report #9681834-2014-00177 to provide the date that additional information was received by the manufacturing facility.

Event description:
The user facility reported the glidewire portion of the wire slid off the core portion of the wire during a peripheral leg intervention. The following information was provided by the user facility: the wire was in a glidecath; there was some calcium noted in the vasculatures; some resistance was felt while advancing and withdrawing the device; all of the wire was removed from the patient without medical intervention and everything appeared normal on the wire; the procedure was completed; and the patient is reported in "good" condition.